Manufacturer narrative:
Section a1: patient identifier corrected. Section a4: patient weight corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. Additionally, the report on low flow alarms could not be confirmed as no log files were provided. A specific cause for the alarms could not be conclusively determined through this evaluation. Per additional information, the cause for the low flow alarms was unknown and log files could not be provided. The patient did not have any other issues. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a possibility of low flow alarms occurring and a software change request was made to influence the patient's quality of life. Additional information was provided that the patient bled pulsately from cafroc. The bleeding was stopped with a hydrofit. As the cardiopulmonary bypass (cpb) was failing, it was not possible to confirm the hemostasis on the reverse side, but a hemostatic agent was placed. The reconnection was avoided because it was necessary to re-board the cpb. The patient was reported to be under management in the intensive care unit.

Manufacturer narrative:
Section d4: model/catalog number corrected. Section d6a: date of implant corrected. Section e1: customer site was (B)(6). Manufacturer's investigation conclusion: the patient¿s system controllers were updated on (B)(6) 2024. This upgrade adjusts the patient¿s low flow threshold to 2.0 lpm. The patient and the clinical staff were given copies of the low flow alarm guidelines. No further information was provided. The manufacturer is closing the file on this event.